Event description:
It was reported that, "inner blister packaging had a hole in it. Plastic debris all over implant."

Manufacturer narrative:
The reported device is in transit to stryker. The eval summary will be submitted in a supplemental report when completed.